Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07may2020.

Event description:
It was reported that the power supply was faulty and there was an issue with the navigation ring button. There was no patient involvement.

Manufacturer narrative:
G4: 14may2020. B4: 03jun2020. The field service engineer (fse) replaced the power supply and accept button and the issues were resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14may2020. B4: 21may2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse noted that the accept button was missing and the unit would not power on with the alternating current (ac) power or battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.